Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be sent upon conclusion.

Event description:
It was reported by the user facility that a patient underwent a lead extraction procedure. During the lead extraction, the patient expired. The staff performed resuscitation for over an hour; extracorporeal cardiopulmonary resuscitation was performed but was unsuccessful. It was reported that the patient's chest was not cracked open. No further information was provided. See supplemental report.

Manufacturer narrative:
510(k): k141148. Event is still under investigation at this time.

Manufacturer narrative:
Additional information: section a: patient age at time of event - the patient was reported to be in her 80's. Investigation ¿ evaluation. The lead extraction evolution shortie rl controlled-rotation dilator sheath set was not returned for a physical investigation. No photo's or x-rays were provided for review/analysis a review of complaint history and trends was performed. Since the complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. The lot number of the device was not provided; therefore, a review of the device history record was unable to be performed. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.